Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an inner shunt in the moderately tortuous and moderately calcified vessel. A 7.0 x 40, 40 cm mustang balloon catheter was advanced for dilation. However, during the initial inflation at 15 atmospheres for several seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient injuries reported, and the patient was in good condition post-procedure.